Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of catheter stylet tight in catheter is confirmed. Excessive force was required to release the stylet from the iab. The stylet was unable to be fully inserted within the iab. A definitive root cause could not be determined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to investigate the root cause.

Event description:
It was reported that the event occurred in the cath lab prior to insertion. After access to the femoral artery was done, the intra-aortic balloon (iab) kit was opened and difficulty was met when pulling out the guidewire from the balloon. The guidewire was stuck in the catheter. As a result, another iab was used. There was no reported death or patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath lab prior to insertion. After access to the femoral artery was done, the intra-aortic balloon (iab) kit was opened and difficulty was met when pulling out the guidewire from the balloon. The guidewire was stuck in the catheter. As a result, another iab was used. There was no reported death or patient complications.